Event description:
It was reported that the laser system did not show the normal start screen, and the buttons were non-responsive. It was indicated that the error code 1315 (touch panel out of order: please switch off device and call service) was prompted. The patient case was cancellated and patient outcome was not provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.